Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect. Although units were not returned, two photos were provided for evaluation of this incident. Visual/microscopic evaluation (method ¿ n/a): observations of the photos revealed that there was no evidence or indications of the alleged defect, as actual IV units were not visible only the top web of the blister packs were visible. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that while the bd insyte¿ autoguard¿ bc shielded IV catheter was in the vein, the safety button was pressed and the needle failed to retract. The catheter was reportedly then "held in place" while the needle was pulled out after pressing the safety device "several times" more. As reported by the customer, "the issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while the bd insyte¿ autoguard¿ bc shielded IV catheter was in the vein, the safety button was pressed and the needle failed to retract. The catheter was reportedly then "held in place" while the needle was pulled out after pressing the safety device "several times" more. As reported by the customer, "the issue occurs when the catheter is inserted in the vein and when white button is pressed the needle does not retract, then they are held in place and needle is pulled out of the catheter after pushing several times on the white button. Stock room should be able look for unused samples from the same lot."